Event description:
It was reported that, during procedure, the dissector had a red light. It was said that even though the battery and generator were replaced, they could not be used as error. A part of dissector had completely detached but there was no piece that fell into the patient's cavity. Another dissector was used with the same generator and battery and it worked fine to complete the procedure. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.